Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ observed, opening device assessed as surgical impact opening. (Shell thickness was within specification). No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side implant exchange with no complaint against the device. Healthcare professional later reported right side capsular contracture, baker grade iii. The device remains implanted.

Event description:
Patient reported right side implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/may/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.